Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and turbid dialysate fluid. The cause of and treatment for the event were not reported. It was reported that the patient visited the hospital, however, it was not reported if the patient was hospitalized for the event. At the time of this report, the patient has not recovered. Pd therapy was ongoing. No additional information was provided because the reporter declined follow up.